Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not able to load the cartridge and had to fill tubing multiple times. The customer stated that it was possible that unintended insulin may have been delivered to themselves while connected at the site. The customer's blood glucose level was 144 mg/dl. Reportedly, the customer indicated that initially the cartridge was not filled with the minimum amount of insulin. Tandem technical support assisted and had customer add insulin into the cartridge and was able to successfully load.